Event description:
It was reported that far p-wave oversensing was observed. No patient symptoms were reported. Programming changes were made, but the oversensing was still observed. Lead revision or replacement was discussed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.